Manufacturer narrative:
Analysis found insulation abrasions in several locations. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
During a follow-up, an increase in impedance and decrease in sensing were observed. X-ray revealed insulation damage. The lead was explanted.